Manufacturer narrative:
The physician elected to deactivate the rv lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine procedure it was noted that this right ventricular (rv) lead was fractured. No other adverse patient effects reported.